Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a g132, the insert was getting hot; no injury resulted.

Manufacturer narrative:
Evaluation found solenoid and handpiece cable are clogged with debris causing poor water flow. Air hose is kinked and powder bowl is worn and leaking air causing no air/powder flow. The nozzle grip is worn. Replaced all damaged and worn components, recalibrated to factory specifications and cleaned unit.